Event description:
The pt underwent surgery for the implantation of a permanent scs system. It was reported, the pt developed a blood clot in her hip as a result of the procedure. Follow-up indicated the issue had resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.